Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted using a sleeper site (date not reported).

Manufacturer narrative:
(B)(4).